Event description:
It was reported that during a surgical procedure at 73,649 joules and 12 minutes of use, it was noted that the fiber was experiencing significantly diminished vaporization efficiency. A second fiber was used to complete the case successfully. The patient outcome was reported as ¿no injury¿.

Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-439b-(B)(4): the fiber/glass cap shows a circumferential fracture at distal side of fiber/cap fusion zone at the bevel edge; the glass cap exhibits mild devitrification at the output window; the metal cap exhibits mild detritus adhesion; the outer flow tubing open end exhibits scratch marks. Based on failure analysis results, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.